Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge's tip of the preloaded delivery system, model pcb00, was damaged/deformed. Reportedly the intraocular lens (iol) was implanted without problems or patient injury. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 11/04/2016. Device returned to manufacturer - yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. No assembly error and/or defect related to manufacturing process were observed in the preloaded insertion system. Visual inspection under microscope showed residues of viscoelastic solution (ovd) on the cartridge indicating that the unit was prepared and handled for surgical use. The cartridge tip was observed deformed and cracked. The intraocular lens (iol) was not returned. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to inspect the device for particles, material deposits, damage, or other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.